Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the display fault was due to a defective touch screen. The touch screen was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(6) that while an astral device was being configured for patient use, it had an inoperable touch screen. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
The astral device top case assembly was returned to the resmed design house for an extensive engineering investigation. Performance testing could not reproduce the reported touch screen failure. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the touch screen issue was most likely due to a poor connection between the top case assembly and the device main circuit board (pcba). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).